Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the metal end of the dissector jaw has broken off and fell into patient's cavity. The broken piece was retrieved by a forceps without any additional intervention. No metal or foreign objects were contacted during the period. Replaced with new similar dissector and it worked fine that completed the procedure. There was no patient injury.